Event description:
Customer reported that the probe is leaking. Observation of liquid on the upper portion of the card, and cells appear to have evidence of contamination. Testing was aborted; no erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived at the site and replaced the necessary components and performed adjustments to return the analyzer to expected operation. The customer has not logged any complaints regarding this issue since this incident.